Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
Follow-up # 1 (09/12/2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the test strips involved in this case failed testing. On performance testing with control solution the results were found to fall above the labeled range. Therefore, the complaint is confirmed. On (B)(6), 2011 the meter was tested and no faults were found; a DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain strips were tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing an inaccurate high issue with his one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at approximately 1 pm. The patient obtained a result of "211 mg/dl" on the subject meter, which he felt was inaccurate high compared to his feelings/normal values. He stated that he manages his diabetes with insulin (self adjuster) and due to the alleged inaccurate result he denied making any changes to his usual treatment. The patient claimed that 2 hrs later, after the product issue began, his vision was blurred and was unable to comprehend. He reported that at approximately 4 pm, due to his symptoms he self treated with food and drink. At the same time, he used another meter (name unknown) to test his glucose and obtained a result between "40-50 mg/dl". During the initial call with customer service, the cca noted that the patient was using correct unexpired strips and the correct unit of measure was set in the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hypoglycemia, which required self intervention, after the reported issue began.